Event description:
Nurse practitioner was harvesting saphenous vein from leg with a terumo device when there was a leak in gas and nurse practitioner couldn't see to harvest vein. We switched out devices and found the device we were using was faulty.